Event description:
Invalid result (s). Called in because she purchased 2 flowflex kits and no results displayed on both. No c or t line appeared. She followed the directions exactly and waited the 15 minutes. The samples were dispensed into the s well. The kits were received from a university health services.

Manufacturer narrative:
The current complaint is pending investigation from our contract manufacturer, and we will provide follow up MDR upon investigation completion such as review of batch records or testing of retention samples. Any additional information received by acon may be provided to FDA in a follow up MDR.

Event description:
Invalid result (s). Called in because she purchased 2 flowflex kits and no results displayed on both. No c or t line appeared. She followed the directions exactly and waited the 15 minutes. The samples were dispensed into the s well. The kits were received from a university health services.

Manufacturer narrative:
Final product manufacture and qc record for cov1120174. No abnormal issue was found in manufacturing process, technical testing and quality control inspection, and the manufacturing process is complied with dmr. The test results of retention samples from cov1120174 can meet the qc criteria. We have not found the complaint issue from the retained cassettes. The complaint is not verified. In this follow-up report, the following information has been updated from the initial report upon completion of the internal investigation.